Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and 72.0 cm from the proximal end. The pusher assembly was fractured approximately 74.5 cm from the proximal end. The pull wire was completely retracted out of the pusher assembly distal fractured segment. The embolization coil was detached from the pusher assembly and had an offset coil wind. The introducer sheath was undamaged. Conclusions: evaluation of the returned pod14 confirmed a detached embolization coil. Further evaluation revealed a kinked and fractured pusher assembly. If the pod14 is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the pusher assembly is further manipulated, damage such as a fracture may occur. If the pusher assembly fractures, and the pull wire is retracted, the embolization coil will detach. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation revealed an addition pusher assembly kink and offset coil wind on the embolization coil. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, non-penumbra coils, and a lantern delivery microcatheter (lantern). During the procedure, the ruby coil would not advance out of the lantern. Therefore, the ruby coil was removed. The procedure was completed using additional ruby coils, non-penumbra coils, and the same lantern. There was no report of an adverse effect to the patient.